Event description:
It was reported that the patient underwent an initial hip surgery on and unknown date. Subsequently, the patient was revised approximately two (2) months ago due to the implant fracturing. There was no report of a foreign body being retained by the patient.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 814510095, hfn lag screw 10.5mm x 95mm; lot#: xp1112295. Item#: 814501090, hfn a/r screw 90mm; lot#: wg1112290i. Item#: 814550042, cortical bone scr 5.0mm x 42mm; lot#: unknown. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified the nail was received in 6 pieces. Scratches noticed on the nail. Part is verified to be broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left hip demonstrates a fractured left femoral intramedullary rod at the level of a lag screw. Anti-rotation screw also seen. Transverse fracture involving the proximal femoral diaphysis and lesser trochanter also seen. Sizing of the hardware is appropriate. No signs of loosening, wear, radiolucency, or any other contributing factor such as malalignment that would cause issues with any of the components on the x-ray. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.